Manufacturer narrative:
(B)(4).

Event description:
It was reported a motor stall was confirmed. Company rep stated that pump had no indication of a motor stall in the logs. It was stated at least 2 roller studies were attempted and claimed they saw little to no movement of the roller mechanism. It was noted that the pump was planned to be replaced in a couple of weeks. At the time of this report, no further details were reported. Add'l info was requested and will be provided when available.